Event description:
It was reported by the customer rn stated that she has noticed that the PICC wires had a bend to them (right in the middle). She has not saved the lot numbers for those lines but did save a recent one for me. No other info at this time. There was no patient involvement. No other information was provided. 04/29/2024: inspection of the stylet revealed a kink in the polyimide coating.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3cg stylet with a t-lock assembly. No use residue was observed on the stylet. Microscopic inspection of the stylet revealed a kink in the polyimide coating. It could not be determined how or when the kink occurred in the stylet. However, such damage can occur during insertion or manipulation of the stylet. This complaint will be recorded for future trending and monitoring purposes.